Event description:
Clevedipine infusion kept alarming air in line. No air bubbles seen, but re-primed tubing multiple times, changed tubing (anti-siphon valve on), changed channels. Patient became hypertensive and required IV push of labetalol to control blood pressure.